Manufacturer narrative:
This supplemental report is being submitted with an update to sections: d4 lot number d4 expiration date h6 component codes h6 evaluation method codes h6 evaluation result codes h6 evaluation conclusion codes device technical analysis the 14f isleeve introducer sheath was returned and device analysis was performed by a bsc quality technician. The returned device consisted of a 14f isleeve introducer sheath with the dilator pushed through the 14f isleeve introducer sheath and out the sheath tip. The 14f isleeve introducer sheath was visually and microscopically inspected. All three (3) expansion seams were expanded and the device tip was split along one (1) seam line. As the seams are designed to expand and the tip to split with use to allow passage of ancillary devices, this is not considered damage to the device. The tip of the 14f isleeve introducer sheath was partially torn along the sheath to tip transition causing a portion of the tip to protrude upward. There was also damage to the tip. No damage was identified on the sheath and no sheath tear was present.

Event description:
It was reported that a tip tear resulting in a partially detached flap and a liner tear occurred. A 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. An unknown guidewire, unknown pigtail catheter, and acurate neo2 transfemoral (tf) delivery system (ds) were advanced and removed through the 14f isleeve introducer sheath with no resistance noted. At the conclusion of the procedure, after removal from the patient, it was observed the liner of the 14f isleeve introducer sheath was torn and the tip of the 14f isleeve introducer sheath was torn in an atypical manner with a partially detached flap. No patient complications were reported.

Event description:
It was reported that an atypical tip tear and a liner tear occurred. A 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. An unknown guidewire, unknown pigtail catheter, and acurate neo2 transfemoral (tf) delivery system (ds) were advanced and removed through the 14f isleeve introducer sheath with no resistance noted. At the conclusion of the procedure, after removal from the patient, it was observed the liner of the 14f isleeve introducer sheath was torn and the tip of the 14f isleeve introducer sheath was torn in an atypical manner with a partially detached flap. No patient complications were reported.